Manufacturer narrative:
B4: (B)(6) 2021. This issue was found during service at the service center and is outside of clinical use and presents no direct patient harm. This is not a reportable event. Following the evaluation of the device, the service technician replaced the power switch overlay to resolve the problem. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed.

Manufacturer narrative:
Date of report: 08jun2021. There was no patient involvement.

Event description:
It was reported to philips that the device had an alarm led failure. The device was not in clinical use at the time of the event. There was no report of patient or user harm/impact and no delay in therapy. A philips service technician evaluated the ventilator and confirmed check vent: alarm led failed" (diagnostic code:1105) occurred in the repair center and occurrence record of the alarm was also confirmed in the event log. It was determined that the power switch overlay required replacement. The investigation is ongoing.